Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was found to be ruptured when the stent package was opened.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned in the opened original packaging. An evaluation was completed by future matrix on 09dec2021. The stent was observed to be broken. The break appears as though it had been cut with a pair of scissors as no stretching or discoloration was noted on the material. The suture had been cut and removed; this was determined since no damage was noted on the suture porthole. All dimensional requirements pass per cs-7068-xx; the tip inner diameter measured 0.043" with a pin gage, the inner diameter of the stent where the break occurred measured 0.050" with a pin gage at both sides of the break, the outer diameter of the sample measured 0.080" and 0.079" using a laser micrometer. A 0.038" guidewire passed through both broken pieces of the stent without resistance a potential root cause for this event could be, " inappropriate package design". No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was found to be ruptured when the stent package was opened.